Event description:
As reported, PICC was removed and replaced due to leakage at the extension leg/hub. No pt injury or complications was reported. The used PICC was discarded by the hosp.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst med september 2014 complaint report was reviewed for the xcela PICC product family and the failure mode for "hub extension tubing detached." No adverse trends were indicated. Without receiving product for eval, a definitive root cause for the reported device failure is unable to be determined. A potential root cause for the extension tubing fracture at the hub could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Mfg process controls for the PICC device includes a 100% visual inspection of the lubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. (B)(4).